Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator had an ongoing impedance issue, with measured impedance values of 644 on channe l/electrode 3 and 641 on channel/electrode 10. The issue was reported as not resolved and ongoing, and no other stimulation issues were reported. Patient repositioning was performed with measurements taken in different positions, and reference electrode changes were attempted, with no change in the impedance readings. No adverse outcome or action taken was reported, and the patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.